Event description:
Boston scientific express 2 monorail stent used caused a life threatening situation which now requires continued medical care and death eventually. A cardiac cath done, followed by open heart surgery, with mitral valve replacement with a mechanical prosthesis,and now a pacemaker with a defibrillator. Kidney failure is now present. There needs to be a recall on this product or else more people will die. My review of the past recalls; most of not meant much because this product is still causing almost death and ruining people's lives. The FDA should be ashamed of themselves!